Event description:
It was reported that the pump touch screen was unresponsive. Customer was instructed to reset the pump to resolve the issue. There was no adverse impact to customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer and continue troubleshooting, but no response was received.